Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room (ER) due to the customer being found unconscious. Customer's blood glucose level was 336 mg/dl. Customer was treated with a bolus and intravenous unspecified fluids. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, the cause for the reported issue was unknown. Tandem technical support reviewed pump history and determined pump functioned as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.